Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would not exit the preparing to prime loop and insulin squirted out of the tubing during manual prime, and insulin pump also alarmed compromised force sensor system. The customer's blood glucose was 25.9 mmol/dl at the time of the incident. It was also reported that insulin continued to drip out after manual prime. It was indicated the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during basic occlusion test due to loose protruded drive support disk. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.